Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed to address the occlusion. Additionally, it was reported that a cartridge leaked. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.